Event description:
Event description guidant received information that this implantable pacemaker (ipm) was not providing appropriate pacing after 71.0 months of implant time. The patient with this ipm collapsed and was admitted to the hospital, at which time no pacemaker activity was observed. Intermittent pacing and an erp (elective replacement past) indicator were witnessed at the device explant procedure.